Event description:
The manufacturer was contacted to dreamstation auto CPAP device. The manufacturer received information alleging an issue related to a CPAP device's. The patient has alleged burning/smoke/electrical odor. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged burning/smoke/electrical odor related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed an unknown dark dust contaminant on the flip doors, top enclosure, blower box, inside the inlet of the blower box, on the rear panel, around the outside of the iso port of the rear panel, inside the iso port, on the front panel, bottom enclosure, and on the o¿ring of the rear panel. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.